Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the power supply unit for evaluation and the reported failure was confirmed. On visual inspection it was found the fan was dusty. In-house the power supply was installed into pca system and it failed to power on the ssc. It was also identified that there was intermittent noise from the fan, and this will be replaced. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that 1.5 hours into a da vinci-assisted surgical procedure, the customer experienced an issue with vision in the left eye. The customer stated that tried reseating the scope and power cycled the system; however, the issue persisted. After power cycling the system, the vison side cart and patient side cart powered up; however, the system generated a message stating that the surgeon side console was not powered on or connected. The intuitive surgical, inc. (Isi) technical support (tse) instructed the customer check the blue fiber cable and the customer reported that it was fully seated. Tse then asked the customer if the ssc had power, and the customer stated that the power button on the ssc was off. The ssc would not come up after the site did their initial hard cycle. Tse walked the customer through hard cycle the ssc multiple times and then had the customer move the ssc power cable multiple times. However, the issue persisted. At that time, the customer brought in another ssc from another system to complete the procedure. Customer confirmed that the system was inspected prior to use, and no issues were present during set up of the system. An isi field service engineer (fse) was dispatched to the facility and fse was able to power on the ssc without any issue; however, fse replaced the mgps for customer satisfaction and potential of failure in mgps, the procedure was completed robotically with no reported injury or post-op complications.

Manufacturer narrative:
Additional information can be found in the following sections: date of report, concomitant medical products , PMA/510k, and if follow-up, what type. Intuitive has completed additional investigations on this unit. Integrated circuit (ic)u1 (lt1248) in a3 board (pfc) was found to be malfunctioning. This component provide signal that generate the +bus pfc (400v). The ic pfc u1 was replaced. The unit passed all electrical tests.

Event description:
Refer to additional for follow-up information.